Event description:
Colostomy closure. Cs29 dlu was used to create anastomosis. Firing sequence was activated and pc read "firing incomplete." Close button was pressed again and then pc read "no staples." Cs29 dlu was then removed and a visual hole was noticed at the anastomotic site. Surgeon applied manual sutures and performed a leak test to determine that there were no leaks. Pt was closed and case was completed.